Event description:
It was reported that the patient with this pacemaker experienced bradycardia. Boston scientific technical services (ts) was consulted and discussed current programmed settings. Rythmiq episodes were also noted. Additionally, loss of capture (loc) was observed on this right ventricular (rv) lead. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.